Manufacturer narrative:
Analysis and testing was performed by the philips clinical remote specialist (crs) who worked with the customer biomed. The biomed reported that alarms are not heard. Viewing the main screen of the picix, alarm conditions are seen. The biomed rebooted the system which did not solve the issue. The volume of the picix was checked, and the volume was set to level '6'. The biomed adjusted to '8' and the biomed reported they hear the test tone. The crs advised that the xbrady and xtachy alarms are >20 above or below the set limit; red alarms would not be expected until those values are exceeded. The alarm appears to have been acknowledged and was in a timeout reminder condition. The crs advised that the alarms were working to specification and they were acknowledged by the user. Based on the results of the analysis, no problem was detected, and the cause is related to user unintended use. The biomed confirmed that the system is working as expected. The alarms were previously acknowledged and were in a timeout period or reminder period. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
Philips received a complaint on an patient information center ix indicating that the system is not audibly alarming (for heart rate limits). The device was in clinical use at time of event, no adverse event was reported.